Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material found in the air/water cylinder, channel and liquid at the distal end could not be identified and a definitive root cause of the issue could not be determined, however, due to an observed leak at the biopsy channel, it is possible that the foreign material could not be removed during device cleaning/reprocessing. Additionally, a definitive root cause of the foreign material found adhering to the light guide lens could not be determined, however, the lens adhesive was found to be peeled off, likely due to physical stress/impact to the distal end and or chemical stress from cleaning solutions used. As a result, humidity entered the lens which led to corrosion/adherence of foreign material. Since the foreign material was not at the external surface of the device, it is likely that the material could not be removed by reprocessing. The issue may be detected/prevented by following the instructions for use sections below: tjf-q190v operation manual chapter 3 preparation and inspection. Tjf-q190v operation manual 3.3 inspection of the endoscope. Tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the duodenovideoscope exhibited foreign material in the air/water tube and cylinder, and residual liquid at the distal end. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.